Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that while using the handpiece they saw that the handpiece was hot, noticed that there was a piece of the handpiece was melting. This had happened twice and the rep was not previously made aware of the other occurrence. No additional information was provided. The handpiece was discarded. The probable cause was that the suction tubing appeared to have been pulled out. There was no impact to patient outcome.